Event description:
It is reported that the pt was revised on due to dislocation.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the devices had an in-vivo time of over 8 years at the time of revision. Surgical notes have not been returned. X-rays have not been returned to assess component fit and orientation. With the info provided, a definitive root cause cannot be stated. Eval codes: mfg documentation was reviewed and found conforming to requirements at the time of manufacture. No add'l complaints have been received against the items involved in this complaint, besides those involving this pt. The devices are confirmed as compatible. It is not suspected that the device failed to meet specs.